Event description:
Heart block, hypotension and coronary occlusion occurred post deployment of a sapien valve. As reported by the edwards field clinical specialist, echo images revealed a 17mm moderately calcified native aortic valve. The aortic root was small and the leaflets did not have bulky calcifications. The distance from the native leaflets to the coronary arteries was relatively small. Apical access was obtained in a normal fashion. The clinician noted that the apex was friable during access. A 20mm balloon was used for aortic valvuloplasty, which was performed under rapid ventricular pacing (rvp). The balloon aortic valvuloplasty (bav) was well tolerated. A 23mm sapien valve was prepped, ensuring that the delivery system balloon was slightly under filled to accommodate the small native aortic valve. The sapien valve was positioned 50:50 across the native annulus in a coaxial position. Valve deployment was done under rvp. Severe hypotension and atrioventricular block was noted following deployment. Vasopressor support was increased, and the patient was placed on pump (cec). Fluoroscopy shots to the right and left revealed a "narrowing" of the left coronary artery, possibly caused by a compression. A balloon catheter was inserted into the left main coronary artery and inflated. The pigtail was inserted below the valve and a root shot was performed; no dissection was noted, and the valve seemed to be working well. No paravalvular leak (pvl) was noted. Persistent hypotension was noted. A sternotomy was performed to further evaluate the condition of the heart. The coronaries and aorta seemed ok, but a hematoma was noted on small lateral surface of the left ventricle (lv). The hematoma seemed to be caused by an intramuscular bleed. A bovine pericardial patch was applied to the lateral side of the lv. Lv function improved, and the patient was weaned off the pump and transferred to the intensive care unit (ICU). The patient developed kidney failure requiring dialysis post tavr, followed by hepatic insufficiency leading to encephalopathy and multi organ failure. The patient's family and clinicians decided to withdraw care. The patient expired 14 days post-op. An autopsy was refused.

Manufacturer narrative:
Despite multiple attempts, no additional information related to this event could be obtained. Likewise, imaging from the case could also not be obtained. The medical records from the case are not available due to healthcare privacy laws in (B)(4). Per the instructions for use (IFU), conduction system injuries (defects) which may require a permanent pacemaker are potential adverse events associated with standard cardiac catheterization, balloon aortic valvuloplasty, the use of anesthesia, and the overall tavr procedure. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In addition, the IFU and the physician's training manual warn that coronary flow obstruction/transvalvular flow disturbance is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. To prevent a left main occlusion, the physician's training manual instructs the operator to perform an aortogram, CT or tee prior to thv implantation to identify any patient factors that could contribute to a left main occlusion, such as long native leaflets, bulky, calcified native leaflets, and a calcified left main. Physicians are instructed to consider the distance from the annulus to the left main, as shorter distances may increase the chances of a left main occlusion. Furthermore, physicians are advised to assess any possible obstructions of the left main or coronary ostia from bulky leaflet calcification during pre-dilation. In the absence of imaging or a more complete account of the procedure, the causes of the reported heart block and coronary occlusion cannot be confirmed. However, per report, the distance from the annulus to the ostia was relatively short, which could have contributed to the coronary occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.